Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to information from our field service engineer, the user judged that the expiratory channel printed circuit board (pcb) was defective and a third party repaired the ventilator. The user was asked if the problem was solved after the replacement of the expiratory channel pcb and according to the information, the device can be used normally. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).